Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to suspected premature battery depletion. A new device was successfully implanted.